Event description:
It was reported that one day post a device replacement procedure, the chronic right ventricular (rv) lead dislodged. The lead had diminished r waves and no capture. A lead re-positioning procedure is planned. It was noted that the physician suspected that the lead dislodged because the pocket was tight. The physician plans to enlarge the pocket the time of the lead reposition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.